Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported event is confirmed by mmi review. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single lateral view of the right ankle demonstrates a posterior fusion with fracture of the calcaneal screw and likely subsidence of the posterior fusion intramedullary rod. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient experienced a screw fracture approximately 8 months post implantation. There are no plans to remove the screw at this time, and the patient is to be monitored. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2: japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.